Event description:
Report received with returned product that device had stopped by itself on 3 different occasions and had to be restarted with the programmer. The device has been replaced and returned to the MFR for analysis.